Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump insulin flow blocked alarm also the reservoir compartment had cracked. Customer stated alarm did not occur during fill tubing. Customer stated event was resolve by reservoir change. Customer stated reservoir was lock in place when inserted into insulin pump. Customer stated the insulin pump was dropped. Customer stated the infusion set and reservoir did not show signs of damage. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.